Manufacturer narrative:
E1. Initial reporter phone: (B)(6) the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to the qdot micro approved under p210027. The investigation completion details. A photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a reddish material was observed inside the pebax sleeve. No external damages were observed on the tip of the device. The reddish material inside the pebax sleeve could be related to the temperature issue reported by the customer during the procedure; however, this cannot be conclusively determined. The customer complaint was confirmed based on the photo received. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 01-jun-2026. Visual inspection, temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance feature was tested and no errors were observed. No temperature issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the temperature and foreign material issues reported by the customer, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use of the device contain the following recommendations: the sterile packaging and catheter should be inspected prior to use; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; do not use if the packaging or catheter appears damaged; do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿high temperature reading¿ and ¿blood penetrated into the spring part of the device¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, there was a high temperature reading from the catheter when radio frequency (rf) was being delivered. The temperature exceeded the alarm temperature value but not the cut-off value. After removing the catheter from the patient, it seemed that blood penetrated into the spring part of the device. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically cracked/broken. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-jun-2026, it was identified that there was reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 05-jun-2026 and have assessed this returned condition as reportable.